Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5112079 / 5119036.

Event description:
It was reported that the patient was experiencing inadequation stimulation despite multiple reprogramming sessions. It was also noted that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. All device components were removed and were discarded.